Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that plates broke. Currently there are no plans to remove them.

Manufacturer narrative:
Initial reporter (facility) MDR#: (B)(4).

Manufacturer narrative:
An investigation could not be performed because no device was returned, and no failure was described. Review of the device history records was not possible due to no lot number being identified. The root cause cannot be determined due to no device returned and no failure described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
New information received - explant date. Multiple MDR reports were filed for this event, associated report: MDR: 9610905-2019-00043.